Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that occlusion alarms had occurred which could not be duplicated during testing. There was evidence of green contamination found on the force sensor shim plate. Evaluation revealed that the force sensor resistance measurement was out of calibration.

Event description:
The pump was returned for recurring occlusion alarms. Evaluation revealed contamination on the force sensor plate and that the force sensor resistance measurement was out of calibration. This report is made based on results of investigation completed on (B)(6) 2011.